Event description:
Malfunction: fixation light not functioning. A laser operator reports that during refractive surgery, the fixation light was not functioning. Pt outcome was not affected.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) confirmed that the fixation light was not functioning. The tm determined that the fixation light connector on the wnc circuit board was not fully seated. To address this issue, the tm re-seated the fixation light connector and successfully completed the system verification. A review of the complaint database for the prior three months revealed no other complaint was reported for this system. Conclusion: based on the results of the investigation, the root cause was the fixation light connector was not seated properly. (B) (4). (B) (4). (B) (4).